Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 370 mg/dl and a bolus was to be delivered to address the bg level. The contact had adjusted the pump settings in an attempt to resolve the high bg. The next day, the customer declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
The reported high blood glucose could not be verified due to a damaged usb pins.